Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse replaced multiple parts to resolve the customers issue, the primary cause was not identified. The fses actions resolved the customer's issue.

Event description:
Customer reported erroneous glucose results, on multiple patients, on their au5800 clinical chemistry analyzer. Customer stated fourteen (14) erroneous results were generated over two days. On the (B)(6) 2015 seven (7) erroneous glucose results were generated: MDR 9612296-2015-00092 (this report). On the (B)(6) 2015 seven (7) erroneous glucose results were generated: MDR 9612296-2015-00093. The results were not released out of the lab and there was no change to patient treatment. Customer stated their controls were within specification.